Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd893586 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued during hospitalization and the patient's pd catheter was removed. The patient also experienced pneumonia due to aspiration problems. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. Treatment for the pneumonia was not reported. On an unreported date in the hospital, the patient had a hemodialysis (hd) catheter inserted and was switched to hd treatments. Hemodialysis was ongoing. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the patient recovered from the pneumonia. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.